Manufacturer narrative:
This supplemental report is being submitted to provide additional information and the subject device evaluation result. Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. [First time; (B)(6) 2019]. Enterobacteriaceae (214 cfu/ml). [Second time; (B)(6) 2019]. Unspecified microbes (222 cfu/ml). The device had been reprocessed with an olympus automated endoscope reprocessor model etd mini (not available in the USA) using peracetic acid. The subject device has not been returned to omsc but was returned to olympus europa k.g (oekg) for evaluation. Oekg sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the subject device. The testing result cleared the german guideline. In addition, oekg service department checked the subject device and found the followings. The light guide lens was cracked. The glue of the objective lens and the light guide lens were porous. The distal end cover was damaged. The glue of the bending section rubber was porous. The insertion tube was buckled and kinked. The glue on the bending section rubber was worn. The control section was cracked and worn. The electrical contacts were damaged. The exact cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that as a result of microbiological testing, the subject device tested could be positive for unspecified microbes. The user facility did not provide other detailed information. There was no report of infection associated with this report.